Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was producing a b30 scope communication error during procedure preparation. According to the initial reporter, this event did not result in any negative impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d8, g2. Based on the results of the investigation, the device was not returned to olympus and the customer¿s allegation could not be confirmed. However, the device was repaired onsite at a local service center and the phenomenon was reproduced. It was determined that b30 was displayed because communication with the scope failed due to faulty video connector or faulty printed circuit (dr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.